Manufacturer narrative:
FDA report number FDA 3500 form mw (B)(4). The actual device was not returned. The device history record for the reported lot number, m18017l601, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Recall number: a field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 21-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. The device was not returned.

Event description:
A medwatch report was received on 30-may-2018, and FDA report number FDA 3500 form mw (B)(4) was identified. The complaint states: "describe the event or problem: when changing the inline catheter, the fitting from the catheter to the patient y­ connection was loose and did not stay. The {micu} patient is very critically ill requiring aggressive ventilator settings, and induced coma to maintain his oxygenation. The loose connection caused him to derecruit which caused a significant drop in his oxygenation. The connector supplied with the catheter by our institution was used to avoid continued insult to the patient. The manufacturer of the device has been aware of the fact that it is not keeping with the accepted universal measurements that have been agreed upon by international manufacturing standards." Event date (B)(6) 2018.